Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was disposed of; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of an intestinal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a planned re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 during another planned replacement the physician found fibrous food residue around the j tube. The j tube could not be pulled out because the fibrous food residue was entangled around j tube, the tube was cut.